Event description:
Mother called alleging that patient lfs meter does not power on. Patient did not experience any symptoms. Customer service checked that the batteries were good and correctly installed and meter still did not power on. When the meter does not power on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.